Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, it appeared that the reported inaccuracy issue was due to frame movement after the registration, this did not appear to be an issue with the software. As per the case description, the site reported an alleged inaccuracy of 10 mm of all instruments after draping. After verifying the know anatomical landmarks they were accurate. The field representative (rep) noted the reference frame looked off and was bumped. As per the case comments provided on 18-dec-2024, the arm was tight and did not move, but frame looked like it was in a different position after draping. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that an alleged inaccuracy of 10 millimeters (mm) of all instruments occurred after draping. After verifying known anatomical landmarks they were accurate. The field representative (rep) noted the reference frame looked off and was bumped. No known impact to patient outcome. There was a surgical delay of less than one hour. Additional information was received from the manufacturer representative. It was reported that after speaking with the site, it was determined that there could have been an issue with the cranial frame getting caught up in the drape and cross threading. The manu facturer representative stated that they would make sure that the physician was cutting a hole in the drape be fore attaching the frame going forward. It was noted that the site stated that the arm was tight and did not move, but the frame looked like it was in a different position after draping.